Manufacturer narrative:
The pump was returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmd for investigation, it operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump was not infusing correctly. They stated that it appeared to be pumping but was not delivering. Mmd did not follow up with the initial reporter. They stated that there had been no adverse effects to the patient due to the complaint. At the time of the complaint, they had stated that they had no further information to provide. [Complaint-(B)(4).

Event description:
The initial reporter stated that the pump was not infusing correctly. They stated that it appeared to be pumping but was not delivering. Mmd did not follow up with the initial reporter. They stated that there had been no adverse effects to the patient due to the complaint. At the time of the complaint, they had stated that they had no further information to provide. [ (B)(4) ].

Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.